Event description:
Related manufacturer reference number: 3006705815-2023-01985. It was reported that patient had a seroma at the lead incision and a subsequent infection at lead and pocket site. Surgical intervention was undertaken where in the system was explanted several months before patient was re-implanted with a new system. Exact explant date is unknown. Infection has since resolved.

Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. Date of explant is unknown.

Manufacturer narrative:
A patient experiencing seroma at the lead site was reported to abbott. It was later reported that the system was explanted due to infection at lead and ipg site. The infection has since resolved. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.